Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission unrelated to the original complaint, the display screen was noted to be dim/faded/discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: on investigation, the battery compartment was cracked. Leak testing revealed moisture leakage at the battery compartment crack and at two sites around the display lens. The pump was opened for investigation and revealed moisture throughout the inside of the pump. Investigation confirmed the complaint. Unrelated to the original complaint, the display was noted to be dim/faded/discolored. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Battery compartment crack along the side of pump, site of leak test failure. Leakage observed at two sites around display lens. Display dim with red hue. Opened pump to inspect for moisture, found multiple instances of moisture ingress throughout pump interior.